Event description:
It was reported by the patient that they passed out when the security wand was used on them while at the courthouse. The patient also reported that when the microwave is on and they are in front of it, they cannot move until it is off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.